Manufacturer narrative:
Sections with additional information as of 25-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care. Adverse event report is being submitted due to symptoms related to diabetes - tremors.

Event description:
During follow-up call for replacement product regarding case-(B)(6), customer reported having tremor symptoms related to her diabetes. Medical attention was not needed at the time of the call. During the call a blood test was performed by the customer non-fasting using truemetrix air meter that produced test result of 264 mg/dl. Customer stated had just eaten strawberries, peanut butter and crackers. Customer was not concerned with the result obtained and is satisfied that the products are working as intended